Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm related to a failure of the oxygen blending module. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm related to a failure of the oxygen blending module. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no patient information available; therefore, philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.